Event description:
It was reported that balloon rupture occurred. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during third inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.